Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient was seeing an 8286 code on their personal therapy manager (ptm). The code is indicative of an empty reservoir. The patient was not due for a refill and recently had a refill on (B)(6) 2017. No symptoms were reported and the patient reported that this had happened on (B)(6) 2017. No further complications were anticipated/reported.